Manufacturer narrative:
Updated field(s): sex. Date of birth. Age at time of event / age units (patient). Weight / weight (units). Describe event or problem. Return to manufacture date. Exp date / manufacture date. Device not eval provide code. Investigation findings. Investigation conclusion. Occupation: bsn, rn, ccrn-k, ECMO coordinator/interim ccicu manager. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately twenty hours of intra-aortic balloon (iab) therapy, a leak occurred and a gas loss in iab circuit alarm was generated. The iab was removed and another iab inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No blood was observed inside the iab catheter. The extender tubing was also returned. Two kinks were observed on the catheter tubing approximately 68.6cm and 75.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cadiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: ECMO coordinator. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a leak occurred and a gas loss in iab circuit alarm was generated. There was no patient harm or adverse event reported.